Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage to the on/off gasket and a switch on the main board consistent with mis-handling. Root cause could not be firmly established due to the observed damage. The on/off gasket and the main board were replaced. No trend is associated with reports of this type.